Event description:
Discordant results were obtained on 2 pt samples. The laboratory was using a versacell connected to an advia 1800 analyzer. The discordant results for accession# (B)(4) were reported to the physician, but sample was repeated, and corrected results were called and annotated before the discordant results could be acted upon. Pt treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare diagnostics specialist was able to confirm that the discordant results were due to the user pausing the system at an incorrect sample processing time. No further evaluation of the device is required.

Event description:
Discordant results were obtained on 2 pt samples. The laboratory was using a versacell connected to an advia 1800 analyzer. The discordant results for accession# (B)(4) were not reported to the physician. Pt treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare diagnostics specialist was able to confirm that the discordant results were due to the user pausing the system at an incorrect sample processing time. No further evaluation of the device is required.